Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high pacing impedance due to lead fracture. The lead was cut and capped on (B)(6) 2016. No new lead could be implanted; the lv port was plugged. The patient's condition was stable.